Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). Our fse (field service engineer) was on site and investigated the reported issue. The compressor motor was replaced and the noise was not present anymore. The replaced motor was not returned for our investigation. Therefore, we cannot find the root cause of the issue. Based on prior investigations, the root cause of the reported issue may be possible worn parts inside the compressor motor.

Event description:
Important ref. #: cc-cpl-2019-00096. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that an unexpected noise was coming from the compressor. There was no patient involvement. (B)(4).